Event description:
Patient left a voice message with dexcom technical support on (B)(6) 2013 to report inaccurate cgm readings on (B)(6) 2013. On (B)(6) 2013 dexcom technical support returned the patient's call and left a voice message. At the time of the call/message to dexcom technical support, the patient did not report any medical intervention or injuries.